Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a brief fill volume drop and a few brief alarms while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The patient received a heart transplant two days after the event. The freedom driver was returned to syncardia for evaluation. Visual inspection of the exterior and interior components revealed no anomalies. Review of the alarm history (eeprom) revealed one fault code which was likely recorded as a result of driver exchange or disconnection from the patient simulator. Only permanent fault alarms are recorded in the eeprom. Intermittent and recoverable alarms are not recorded in the eeprom. The freedom driver was functionally tested and passed all test acceptance criteria, which included pressure test requirements associated with normotensive and hypertensive settings, with no anomalies or unintended alarms. The driver was then tested for an additional 93 hours at normotensive settings, and the driver performed as intended. The reported drop in fill volume and brief alarms were not functionally reproduced, and the root causes could not be determined. The driver performed as intended, and there was no evidence of a device malfunction. The displayed fill volume is a direct calculation from the flow provided by the driver. It is possible that the patient could have experienced a momentary drop in cardiac output as a result of a kinked driveline, which resulted in a drop of fill volume. In such a scenario, a low cardiac output alarm would occur and would recover if the driveline kink was resolved within four minutes and fifteen seconds. The reported issues posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. These issues will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the freedom driver exhibited a brief fill volume drop while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The patient received a heart transplant 2 days after the event. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a brief fill volume drop, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.